Event description:
It was reported that in 1999, the patient had a "pisces quad lead wire" implanted high up near the brain stem. It was stated that during that time the procedure was "cutting edge" and the patient was told that the electrode would be implanted for life. It was noted that recently, the patient had been having issues with her arms and face and her neurologist was attributing her issues to the lead wire that was implanted. It was also reported, the patient¿s healthcare provider (hcp) recommended that the patient have the lead wire removed, but the physician that she was referred to will not touch the lead wire. It was noted, the original surgeon that implanted was in another state and does not do the same procedures any longer. Additional information received reported that the patient did not have any luck finding a physician to remove the lead. It was noted that the lead was ¿attached to the patient¿s brain stem.¿ additional information received reported that the manufacturer representative was getting the patient set up with a surgeon. Additional information received reported that the patient had an appointment with a health care professional (hcp) on 2014 (B)(6). Additional information received reported that the patient was seen by the health care professional (hcp) three days prior to additional report and they determined that it would be too dangerous to remove the lead based on the location of it and the adhesive glue was used to secure it.

Manufacturer narrative:
Product ID 3487a, lot# l72231, implanted: 1999 (B)(6); product type lead product ID 3487a, lot# l72231, implanted: 1999 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3487a, lot# l72231, implanted: 1999 (B)(6); product type lead. (B)(4).